Event description:
It was reported to boston scientific corporation that a gold probe device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the gold probe suddenly stopped transmitting current when the foot pedal was pressed while treating the patient's stomach ulcers. There was no visible damage to the device or its packaging. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event: probe fails to deliver energy. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the returned device found a kink in the middle of the catheter shaft. Drag marks were found on the tip of the device, which seem to have been caused by a metallic tool. The device was dissected and it was found that two copper wires were detached from the tip. The wires had moved down into the catheter and joined together, generating a short. Glue remnants on the catheter and also at the tip at the areas where the wires were supposed to be attached. An electrical evaluation was performed, which included load and isolation of electrode tests; the device passed the load tests but failed on the isolation of electrodes test due to the short. The complaint was confirmed. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a gold probe device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the gold probe suddenly stopped transmitting current when the foot pedal was pressed while treating the patients' stomach ulcers. There was no visible damage to the device or its packaging. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be fine.